Event description:
It was reported via clinic notes that the patient¿s past medical history included vocal cord paralysis with a correction surgery after the vns device was placed. No additional relevant information has been received to date.